Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer did not mention any symptoms related to high blood glucose level. Customer stated that the insulin pump had flow block alarm and that they have not tried all remedies. The insulin pump will not be returned for analysis.